Manufacturer narrative:
After receiving this complaint, we were unable to investigate further complaints and conduct documentary investigations to look for any anomaly recorded during production as neither the lot number nor the sample are available. Thus, no investigation can be made for this complaint. However, this complaint will be used for trend analysis. According to the informations known, quality database was checked and revealed no anomaly in relation to the describe defect. A similar case study was performed based on folysil product, defect: drainage issue over last four years: 26 similar cases were found. A rmf evaluation was performed based on criq 247 - risks identified 11521, 11522, 12514 & 12515 the evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information the last couple times, the catheter gets blocked frequently and needs to be changed within a week, vs 4 weeks.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. The additional device referenced in b5 is captured under a separate report.

Event description:
According to the available information the last couple times, the catheter gets blocked frequently and needs to be changed within a week, vs 4 weeks.